Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and sore, rash under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician, who prescribed a cream for the irritation. Follow up indicated that the patient's irritation is improving with the use of the prescription cream and cornstarch.